Manufacturer narrative:
Additional information: an attempt was made to pass the 3.0 x 30mm resolute onyx into the proximal lcx, however it failed to cross. On removal of the 3.0 x 30mm resolute onyx, the struts of the stent were noted to be deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was calcified and tortuous and exhibited 80% stenosis. The device was not inspected prior to use. Negative prep was not performed. Excessive force was used when advancing the device. The device did pass through a previously deployed stent. Correction to 35: PMA number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the proximal circumflex (cx) artery. There was no damage noted to the packaging and no issues noted when removing from the hoop. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 3.0 x 34mm stent. The patient was reported to be alive with no injury.